Event description:
A us distributor reported that a battery pack was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a battery fit issue. The battery was unable to correctly sit into a monitor due to a damaged case and loose bottom plate. The root cause for the damaged battery was unable to be positively identified. No adverse event resulted from the damaged battery.